Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified. The complaint about the pain event could not be confirmed. The device showed no abnormalities that could contribute to the reported pain event.

Event description:
Patient reported that the v-go devices are coming off. The patient stated that she has been on v-go for about seven or eight days and that they started coming of from day one. The patient stated that she also experienced pain at the application site from the needle because the v-go devices coming off. The most recent device that came off was this morning only after a couple of hours after applying it. The patient is preparing the application site with an alcohol prep prior to applying the v-go device. The patient also confirmed that there is no interference with clothing. The patient applies the v-go device on her abdomen and her arm.